Event description:
It was reported that this electrode was suspected to be fractured and was exhibiting oversensing of noise, which was being marked as atrial fibrillation (af) episodes. The patient was brought back in for product testing, where some noise could be reproduced by tapping on the ring area, however this was slight mechanical noise, and not comparable to what has been previously seen in the recorded af episodes. X-ray imaging was performed, and results are pending. The s-ICD was reprogrammed to a different sensing vector and remains in service. No adverse patient effects were reported.